Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported leak was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. A cine was received and reviewed by an abbott vascular clinical specialist. The advancement of the 2.5 x 18 mm delivery catheter was not captured in the cine. There was successful metallic stent placement for treatment of a tight, angulated and calcified mid-left anterior descending lesion. Unique device identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient had a myocardial infarction (mi) in (B)(6) 2015 and treatment was thrombolysis. On (B)(6) 2015, the planned procedure was for recanalization of an occlusion in the mid left anterior descending (lad) artery. Pre-dilatation was performed with 1.25 x 10 mm and 2.5 x 15 mm balloons at an unspecified pressure. The 2.5 x 18 mm implant delivery catheter was advanced, but resistance was met through the calcified part of the occlusion before reaching the target lesion. The decision was made to remove the device to do additional pre-dilatation. As the delivery catheter was pulled back into the guide catheter, blood was noted coming into the indeflator, indicating a rupture/leak in the system. Additional pre-dilatation was performed with the same 2.5 x 15 mm balloon up to 18 atmospheres (atm) and a 2.5 x 28 mm non-abbott stent was able to be advanced with very little resistance. The stent was deployed at 14 atm and post-dilated with a 2.25 x 8 mm non-compliant balloon at 30 atm. With a good final outcome. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.